Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Event 3 according to the complainant, on (B)(6) 2024, a streamline bloodline (part # unknown) was found to have a cut/slit in the venous or arterial side of the pod. The cut was observed while priming the circuit which resulted in saline spurting from the device at the location of the damage. A second streamline bloodline was opened and used without incident to complete the procedure. Reportedly, a recurrence of the streamline bloodline incident; cut/slit in the venous or arterial side of the pod resulting in a leak occurred on (B)(6) 2024 (ref. MDR ID 2521402-2024-00051) and (B)(6) 2024 (ref. MDR ID 2521402-2024-00052) the complaint devices will not be returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.